Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings:during investigation, the edge of the cartridge compartment was cracked/chipped. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad. Additionally, the display was dim with reddish text. The audio bolus button cover was torn in the center but was still functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.